Event description:
My pump failed and I went into rapid detox. No one in my local hospital would even look at me for liability fears. I was improperly moved to another hospital, had a strange surgeon I did not know take out my pump. All I was told was " pump failure". I never received a report despite asking. Upon suture removal of pump replacement I has a spinal fluid leak that the doctors didn't stop. I had to have two more surgeries. The final surgery required a muscle graft to cover spinal fluid leak. I no longer can bend over without extreme pain. I live in constant fear. No other doctor will see me. I was never warned of that. Uncontrollable spinal fluid. FDA safety report ID # (B)(4).